Event description:
At about 1350, digital image (di) techs reported smoke coming from the di film reader. Manager went to investigate and noted smoke billowing out of the machine. Smoke was filling the hallways with a pungent smell of electrical fire. 911 called and the fire alarm was pulled, on-site safety officer notified. Fire company arrived and used industrial fans to blow smoke out of the ed. No patients or employees harmed. Fire dept. Cleared the scene at 1405. Machine removed from service. No visible fire.